Manufacturer narrative:
The reported event of sensing noise and mode switch was not confirmed. The device was received with normal outputs and normal leads impedance. Analysis of the device image indicated the device was implanted beyond its projected longevity. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues.

Event description:
Additional information noted that the patient presented remotely via merlin.net.

Event description:
It was reported that patient presented with a pacemaker that exhibited noise oversensing which resulted in inappropriate mode switch. Programming changes were done but eventually the pacemaker was explanted and replaced. The patient was stable.